Event description:
It was reported that a patient underwent an aortic procedure on (B)(6) 2022 and suture was used. During the use of the thread, it splits, splits in two and the needle pulled off breakage of the thread and the needle pulled off. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: was needle removed from the patient? Were x-rays performed to localize the needle? Was the needle removed from the patient? What tissue was being approximated/ sutured? The consequence for the patient was that the surgeons took another thread. The needle was not stayed inside the patient. The sutures were used on the aorta. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 07/20/2022. H6 component code: g07002 - device problem not found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: representative sample: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two opened samples of product code f1801 were returned for analysis. In order to evaluate the conditions of the returned samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to split, damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Actual device: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one needle-suture piece of product code f1801 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and a suture piece was noted with body fluids and the end was cut, which appears to be by sharp edge instrument. No needle pull-off was observed. Functional tests were not performed, due to the condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.